Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leak at the hub was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include flexural fatigue, sharp instrument damage, and material choice; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebu2357 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported having a PICC line that was leaking from the purple hub that connected to the extension leg. The sales rep stated that there was no visible crack. It was reported that only one leg was used, as they did not need the dual lumen and the line was pulled upon completion of therapy. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebu2357 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported having a PICC line that was leaking from the purple hub that connected to the extension leg. The sales rep stated that there was no visible crack. It was reported that only one leg was used, as they did not need the dual lumen and the line was pulled upon completion of therapy. No reported patient injury.